Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-02343 it was reported that the patient had a bilateral lead migration where the leads winded around the ipg. Migration was confirmed via x-rays. As a result, the leads were explanted and replaced on (B)(6) 2019. Patient has therapy post-operatively.